Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: investigation revealed that the display was dim and discolored. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a case crack in the pump between the case seal and keypad. In addition, a crack was observed in the u-groove on the back of the casing.